Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient. It was reported the doctor found the impedance of the lead was too low and so he had to replace it with a new one to complete the surgery. The patient's current status was normal.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis of the lead, model 3389s-40, lot # na0k17f, found insignificant anomalies including the lead body and distal end stret ched.

Event description:
Additional information received from the representative reported that it was unknown if any troubleshooting occurred or the root cause of the low impedance. It was previously noted that no stimulation was felt and no lead fractures were noted. A package abnormality was noted before opening, the device was inspected prior to use and no abnormality was found. The abnormality was noted as low impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.